Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the ultrasonic tip chipped during surgery. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a device history record review could not be conducted. An opened phaco tip was returned for evaluation. The phaco tip was visually inspected and deemed nonconforming, the phaco was broken at the ab hole, jagged, even wall thickness, the remainder of the broken tip was not returned. Wear on threads, nut and flange. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).